Manufacturer narrative:
A ge service representative performed an over the phone investigation. The connection on the back of the scope was found loose during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that there was no image from the scope on the right monitor of the 2800 system during a case. The procedure was completed without further incident. No patient injury was reported.